Manufacturer narrative:
The event is confirmed with medical records received. Review of the available records identified the following: the patient underwent an initial right total hip arthroplasty during which zimmer biomet products were implanted without complications. The patient subsequently underwent a revision procedure due to failed right hip arthroplasty during which the liner, cup, and head were removed. A new zimmer biomet head was implanted with competitor's acetabular components. After the revision procedure, the patient continued to experience pain, decreased adls, and difficulty ambulating. No other complications / findings related to the reported event were noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported head and stem are compatible. However, competitor's products were used in conjunction with the zimmer biomet's head and stem. This combination has not been approved and will be considered an off-label usage of the devices. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00801802802, item name: femoral head, lot number: 62346588, item number: 509-02-60f, item name: stryker trident titanium shell, lot number: mmtha7, item number: 626-00-46f, item name: stryker mdm liner cementless, lot number: 45282202. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00676. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, difficulty ambulating, and decreased activities of daily living approximately 11 years post-implantation. Attempts have been made and no additional information is available at this time.